Event description:
The customer reported that the probe on the ortho provue analyzer dripped fluid during pt testing, resulting in reagent contamination. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer detected the issue, preventing the possibility of erroneous results from being reported.

Manufacturer narrative:
A possible root cause was determined. The ocd field engineer arrived at the customer site and determined that the vacuum was out of specifications. Incorrect pressure/'vacuum in the fluidics system can lead to probe drip. The fe performed the appropriate adjustments to the pressure and vacuum to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the repair.